Event description:
A customer's family member reported as a result of the delivery delay of their replacement meter, the customer was unable to test and experienced hyperglycemic episode. The customer reportedly experienced loss of consciousness and seizure and was transported to a local health care facility via paramedics where he was diagnosed with hyperglycemia and treated with 100 units of novolog. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.